Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the wound was not healing, so this product was part of a system revision due to concern over an infection. There were no additional adverse effects reported. The product was explanted. No additional adverse patient effects were reported.